Event description:
As reported, the guidewire loop of a 7f exoseal vascular closure device (vcd) does not eject properly. There was no patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, but the indicator wire cowling did not produce an audible click when locking against the handle assembly. The device was used in a neurosurgical intracranial angiography. The operator was trained in the use of the vcd. The device was used with a non-cordis short sheath. The patient has no infectious disease. The exoseal vcd was used in an interventional procedure with a retrograde approach. There were no visible signs of damage to the device or its packaging prior to use. A non-cordis femoral artery short sheath was utilized, and the device was stored and prepared per the instructions for use (IFU). The femoral artery's suitability was confirmed via angiography, with the insertion angle of the vascular sheath introducer verified to be within 30-45 degrees, and the vessel diameter verified to be greater than or equal to 5 mm. The puncture site showed no visible calcium or plaque, no access vessel tortuosity, no stenosis greater than 50%, and no stent near the site. Additionally, the target femoral site had not been closed within 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. Hemostasis was achieved using manual compression. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the guidewire loop of a 7f exoseal vascular closure device (vcd) does not eject properly. There was no patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, but the indicator wire cowling did not produce an audible click when locking against the handle assembly. The device was used in a neurosurgical intracranial angiography. The operator was trained in the use of the vcd. The device was used with a non-cordis short sheath. The patient has no infectious disease. The exoseal vcd was used in an interventional procedure with a retrograde approach. There were no visible signs of damage to the device or its packaging prior to use. A non-cordis femoral artery short sheath was utilized, and the device was stored and prepared per the instructions for use (IFU). The femoral artery's suitability was confirmed via angiography, with the insertion angle of the vascular sheath introducer verified to be within 30-45 degrees, and the vessel diameter verified to be greater than or equal to 5 mm. The puncture site showed no visible calcium or plaque, no access vessel tortuosity, no stenosis greater than 50%, and no stent near the site. Additionally, the target femoral site had not been closed within 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. Hemostasis was achieved using manual compression. One non-sterile vascular closure device 7f - us was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the button/deployment lever on the device was pressed and the plug was not present on the delivery shaft, which was found with dry blood residues, with the indicator wire retracted. The indicator window was received on white/black/red position and the cowling guard was found locked. A kinked/bent condition was found on the delivery shaft located approximately at 3.9 cm from the distal tip. No other anomalies were observed during the analysis. Dimensional analysis was performed on the delivery shaft of the unit. The inner and outer diameter were measured and compared. The measurements were taken near the damage found. The results were within specification. Functional analysis was conducted on the exoseal device. The cowling guard was deliberately disengaged and actuated per the intended use. A distinct auditory confirmation ("click") was observed upon engagement of the guard with the handle, indicating proper mechanical function. No anomalies or deficiencies in the unit's mechanism were identified to contribute to the reported failures. The reported event by the customer as ¿indicator wire - deployment difficulty¿ and vascular closure device (vcd) - no audible click¿ were not confirmed since the indicator wire was received retracted, due the already deployed unit, and during functional analysis the cowling guard was deliberately disengaged and actuated per the intended use. A distinct auditory confirmation ("click") was observed upon engagement of the guard with the handle, indicating proper mechanical function. No anomalies or deficiencies in the unit's mechanism were identified to contribute to the reported failures. However, a kinked/bent condition was found on the delivery shaft. Dimensional analysis of the inner and outer diameter on the delivery shaft are within specification. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It is possible that the kink on the delivery shaft contributed to other functional issues with the device. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. The cause of the reported event could not be conclusively determined during analysis, nonetheless the damaged condition noted on the delivery shaft could have contributed to difficulties deploying the indicator wire. The product analysis does not suggest that the reported failure is related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.